Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the video processor associated with this complaint and completed investigations. The reported failure was replicated. Failure analysis (fa) visually inspected the unit then installed it in a good internal system. No video processor or endoscopic controller showed up on the screen. All boards had led, programming was successful, installed camera and tested left and right eyes, and the image on both the left and right eyes were working as designed with a clean image. Also, 10 power cycles were executed and all passed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue. The fse replaced the vp to resolve the issue. The system was verified and ready to use. Isi has not received the vp for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted pancreatectomy procedure, the system was not fully initializing, and the camera was not being recognized. Prior to calling intuitive surgical, inc. (Isi) technical support, the customer had already power cycled the system disconnecting the power cables from the wall outlets and disconnected and cleaned the fiber cable from the video processor (vp) and the core. The isi technical support engineer (tse) guided the customer to power the system down, reconnect the blue fiber cable and power the system back on. There was no improvement or resolution. The tse checked the error logs and found an error pointing to the patient side cart (psc), surgeon side cart (ssc) or vp not communicating to the core. After a system restart, the tse could see the live logs where the vp was not being recognized by the core. The tse asked the customer to change the fiber port in the core where the vp was connected to, but the connection led status remained red. The tse had the customer verify that the power switch on the vp was on; however, it was still not being recognized. The procedure was converted to open surgery. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the patient tolerated the change, and the open surgical procedure was successfully completed.